Event description:
Pt had a thermage procedure on their face performed by a dermatoligist 6 months ago. Pt is loosing facial fat in cheeks and temples. Skin is tight and dry and contracts. Pt is also having severe throat and voice problems.